Manufacturer narrative:
First investigation result: we do not register any complaint on this batch manufactured last year. The review of the batch record shows no deviation or non conformity. However, it is well known that such kind of rupture can occurred with overweight patient or specifics skins. Vygon has not received any additional information about the event, and continue to seek the involved sample for additional investigation. It is not known if the sample is available.

Event description:
A spinal needle code 181.05 of batch 041215em has been used for rachianesthesia on a pregnant patient for a caesarian section. During this anesthesia, the spinal needle broke off. Approximately 3cm from the needle remained in vertebrae of the patient. A surgical operation has been planned in order to extract it from the patient. No patient outcome has been reported.